Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to never feeling stimulation, frequency, and incontinence included more incontinence issues. The patient stated that when she changed the frequency level she could not feel stimulation until she changed the program. The patient stated yes and no in response to whether the never feeling stimulation, frequency, and incontinence had been resolved. The patient noted that there were some days when she had no issues as far as incontinence but there were other days when she had several incontinence issues. The patient noted that she would also get frequency issues no matter if she changed her daily fluid intake. The patient stated that it was very frustrating for her; she could go several days without any issues but then several days where she would have frequency and incontinence issues even though nothing had changed. The patient noted that it would be really great to have a local support group or a local contact that had this implant where she could attend a meeting or call if she had any questions. The patient noted that she never seemed to get the same person twice when she would call the manufacturer for help and would have to explain the problem again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the patient would go through as many as 10 pads per day with urgency and incontinence without warning. The hcp noted the patient does drink 2 cups of coffee per day. The hcp noted since the placement of the interstim device, it was discovered that was had a skin allergy to dermabond. The hcp stated the patient developed hives and pruritus at the sites where it was placed. The hcp stated the patient required benadryl. The hcp noted since the placement of the interstim generator, the patient was having 3-4 accidents per day instead of the 6-7 accidents per day. The patient was happy with that. The hcp noted the patient was still on the original program and would like to know what adjustment she could make. The patient denied sensation vaginal or perineal irritation. The patient did not feel the device at all. The hcp noted a small blister on the right sacral puncture site secondary to the dermabond with mild erythema, but it was nontender and had not calor. The hcp stated the incision was clean, derma intact with mild erythema not concerning for infection. The hcp stated there was no tenderness, ecchymosis, drainage fluctuance, or calor. The hcp noted the patient at first increased intensity of her current program and was instructed to do so in a stepwise manner as long as she does not feel sensation from the device. The hcp noted the patient was expected to see her interstim representative (rep) in one month. The hcp noted the patient would follow up with the hcp in 3 months unless any new issues or concerns arise. The hcp stated the patient denied any vaginal perineal irritation from the device, so the hcp did not feel the device main adverse fashion. The hcp noted the patient had reported similar improvement in frequency and leakage as her trial. The hcp stated the patient never had full resolution. The hcp stated the actions taken to resolve the patient never feeling stimulation, having frequency, and leakage was they instructed the patient to increase intensity of the current program. The hcp noted the patient was on the initial setting from the operating room. The hcp recommended the patient meet with the rep. The hcp noted this was already scheduled in program change. The hcp noted they were scheduled for follow up in 3 months and the hcp did not know if the patient never feeling stimulation, having frequency and leakage had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they do not feel stimulation. The patient stated she never felt stimulation, but never had problems. While the patient was on the phone the patient stated she just turned stimulation on and could it while on the phone. The patient increased stimulation the day previous to the call and was still having issues. The patient had frequency and incontinence issues. The patient planned to follow up with their healthcare professional (hcp). The patient stated they had frequency every 30 minutes. It was noted the week previous to the call the patient¿s frequency went up.

Event description:
Patient reported the loss of therapeutic effect for implantable neurostimulator as patient had a couple of leakage while returning back from work. Patient did not have leakage initially for two days after implant as they were home. Patient thought that leakage started on (B)(6) 2016 after two days of implant. Sometimes when they had the urge to go, and was interrupted on their way to the bathroom(eg. Picking a phone call), they had experienced leakage. Patient was 100% better than when before implant. Implant is helping with symptom relief more than 50%. Patient used to have 10-12 leakages but now they only had 3-4 leakages the most. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.